Manufacturer narrative:
As reported, a 6f 135cm brite tip radianz sheath was used and could not be inserted into the peripheral vasculature through the radial artery and cannot pass the lesion. Vasospasm occurred and was treated during initial insertion of an unknown 5f 100mm rain sheath transradial. There was successful passage of a guidewire across the target lesion. Pre-dilation of the target lesion was performed. The unknown saber radianz was not used. A non-cordis 6mm x 8 cm balloon catheter was used. Insertion into the peripheral vasculature through the radial artery was not successful. The radial artery was not the problem to pass, there was a problem at the target lesion in the "arteria iliaca communis" so they switched to femoral artery access. Inflation of the balloon was successful. Deflation of the balloon was successful. Withdrawal of the device was successful. Duplex ultrasound of the radial access artery performed and palpable radial artery diameter 2.6 mm. Right radial artery angiogram was performed using duplex ultrasound for access to the distal radial artery. The stent delivery system was not inserted. The target lesion was at the left external iliac artery with a size of 5 mm with 90% stenosis. The device was stored per labeling and opened on a sterile field. The rain sheath was not returned for analysis and a product history record (phr) review could not be performed because the lot number for this product is unknown. The event relating to the rain csi ¿vasospasm¿ could not be confirmed either. Arterial spasm is a known potential complication and is documented in the IFU as such. It can be caused by device manipulations inherent in any procedure causing endothelial irritation. According to the IFU ¿possible complications include, but are not limited to: abrupt vessel closure, additional intervention, allergic reaction (device, contrast medium and medications), air embolism, infection, intimal tear, hematoma at puncture, hemorrhage, inflammation / infection / sepsis, ischemia, perforation of vessel wall, thrombus formation, peripheral nerve injury, pain, vascular complications (e.g. Intimal tear, dissection, pseudo aneurysm, perforation, rupture, spasm, occlusion).¿ based on the information available and the available phr review, there is no indication that these events are related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a 6f 135cm brite tip radianz sheath was used and could not be inserted into the peripheral vasculature through the radial artery and cannot pass lesion. Vasospasm occurred and was treated during initial insertion of an unknown 5f 100mm rain sheath transradial. There was successful passage of a guidewire across the target lesion. Pre-dilation of the target lesion was performed. The unknown saber radianz was not used. A non-cordis 6mm x 8 cm balloon catheter was used. Insertion into the peripheral vasculature through the radial artery was not successful. The radial artery was not the problem to pass, there was a problem at the target lesion in the "arteria iliaca communis" so they must switch to femoral artery access. Inflation of the balloon was successful. Deflation of the balloon was successful. Withdrawal of the device was successful. Duplex ultrasound of the radial access artery performed and palpable radial artery diameter 2.6 mm. Right radial artery angiogram was performed using duplex ultrasound for access to the distal radial artery. The stent delivery system was not inserted. The target lesion was at the left external iliac artery with a size of 5 mm with a 90% stenosis. The device was stored per labeling and opened in a sterile field. It is unknown if the device will be returned for evaluation.